Event description:
It was reported wireless telemetry was not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the box to allow wireless communication was not checked. After checking the box, wireless tele metry worked as expected. Analysis also found a loose ECG (electrocardiogram) connector on a printed circuit board assembly. Concomitant products: product ID r2290 analyzer. (B)(4).